Event description:
MFR received a report from a dealer stating that the pt was being lifted off the bed when the sling allegedly broke, dropping the pt back on the bed. No injury was reported or alleged.